Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) pt in ventricular fibrillation, the device had a delay in charging energy and displayed an unk defib error message. Complainant indicated that there was no pt involvement in the reported malfunction.